Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 200 mg/dl at the time of incident. The customer performed fixed prime and the insulin did not exit and the insulin pump alarmed no delivery. The customer was advised to remove the reservoir from the insulin pump and rewind. The customer was advised to performed manual prime with empty insulin pump until the piston reaches the end of travel. The customer stated that the insulin pump alarmed no reservoir. The customer performed plunger push and the insulin did not exit and there was greater than normal resistance. The customer was advised to replace the infusion set and reservoir. The reservoir will not be returned for analysis.